Manufacturer narrative:
H6: 4medisorb - absorber. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 03 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or causes serious injury.

Event description:
During thoracic surgery case, anesthesiologist attempted to replace used sodasorb container as patient was starting to have increased inspiration of carbon dioxide which could be harmful during the surgery. Canister was replaced and could not ventilate or oxygenate patient. Canister removed and found to be cracked, used container. Could not ventilate or oxygenate patient

Event description:
During thoracic surgery case, anesthesiologist attempted to replace used sodasorb container as patient was starting to have increased inspiration of carbon dioxide which could be harmful during the surgery. Canister was replaced and could not ventilate or oxygenate patient. Canister removed and found to be cracked, used container. Could not ventilate or oxygenate patient.

Manufacturer narrative:
H6: 4medisorb: absorber. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 03 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint: (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or causes serious injury. This report is being withdrawn as the incident is registered under 3010838917, therfore it has been reported using report 3010838917-2025-00001. No further action will be reported under this MDR.